Manufacturer narrative:
The sample evaluation performed confirms the peg glass cartridge to be broken at the proximal end at the locking push rod. One of the hooks on the locking push rod is bent and remained inside of the broken piece of the peg cartridge holding the broken piece in place on the push rod. Based on the product condition, the damage to the push rod and peg cartridge was inadvertently caused during user/ device interface and occurred due to forces applied and improper set up. While inserting the locking push rod into the applicator housing one of the hooks on the locking push rod was inserted into the peg cartridge resulting the damage found. Per the instructions-for-use, without the spray tip attached, point the applicator housing upward and load each cartridge into the dual-barrel applicator housing. Cartridges can be loaded into the delivery system in any order. Gently press the cartridges to seat them into place. Note: when properly loaded the chemistry cartridges should sit flush with the end of the applicator housing. Without the spray tip attached, point the applicator housing upward to allow any air in the chemistry to rise to the top of the cartridges. Insert the locking push rod into the openings in the rear of the cartridges until it snaps into place. Note: during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february, 2019.

Event description:
It was reported that, during an unspecified procedure, the progel pleural air leak sealant plunger was bent and the barrel broke and the product was not used. The case was completed with a new progel kit. No patient safety was compromised. As reported, per the customer contact, the progel was not assembled, the plunger was fully aligned; the top of the barrel may be broken and the glass vials were not broken.

Event description:
It was reported that, during an unspecified procedure, the progel pleural air leak sealant plunger was bent and the barrel broke and the product was not used. The case was completed with a new progel kit. No patient safety was compromised. As reported, per the customer contact, the progel was not assembled, the plunger was fully aligned; the top of the barrel may be broken and the glass vials were not broken.

Manufacturer narrative:
The sample evaluation performed confirms the peg glass cartridge to be broken at the proximal end at the locking push rod. One of the hooks on the locking push rod is bent and remained inside of the broken piece of the peg cartridge holding the broken piece in place on the push rod. Based on the product condition, the damage to the push rod and peg cartridge was inadvertently caused during user/ device interface and occurred due to forces applied and improper set up. While inserting the locking push rod into the applicator housing one of the hooks on the locking push rod was inserted into the peg cartridge resulting the damage found. Per the instructions-for-use, without the spray tip attached, point the applicator housing upward and load each cartridge into the dual-barrel applicator housing. Cartridges can be loaded into the delivery system in any order. Gently press the cartridges to seat them into place. Note: when properly loaded the chemistry cartridges should sit flush with the end of the applicator housing. Without the spray tip attached, point the applicator housing upward to allow any air in the chemistry to rise to the top of the cartridges. Insert the locking push rod into the openings in the rear of the cartridges until it snaps into place. Note: during applicator assembly, the progel¿ push rod is designed to lock in to the applicator housing. Forced removal of the locking push rod from the applicator housing may result in potential damage to the applicator system or the chemistry cartridges. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february, 2019. Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.